Event description:
The customer received a malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy, and technical support arranged for the pump's replacement. Instructions were given for returning the faulty pump, and the customer acknowledged and understood these instructions.